Event description:
It was reported the patient is experiencing pain on the right side while treating with the spinal pak device. The pain started 4 or 5 hours after having the electrodes on for the first time ((B)(6) 2021) and once she removed the 72r electrodes the pain went away within 30 minutes. The pain is on the surface of the pain. The patient rated the pain as a10 on a scale of 1 to 10, with 10 being the highest. The patient has been trying to increase her daily activities. The patient did not speak to her doctor. She plans to speak to the doctor regarding the pain. It was reported that no further information is available. No additional patient consequences have been reported. 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, d8a, g1: contact office and manufacturer site, g6: report type, h6: method, results, additional information - d9, g3, h10: additional narrative, h11. Review of the information provided by the customer and along with findings from the investigation, indicate there are no systemic issues with the product or lot. Therefore, the bill of materials (boms), material certifications, master labels, and product drawings were not requested or pulled during this investigation. The approved suppliers were not contacted, and the product was not pulled from stock for evaluation. No physical and/or functional condition could be found after review of the certificate of conformance that could be considered a causal factor for the reported complaint. The reported claim could be associated with a side effect/clinical condition of the patient which is unknown. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation as part of the manufacturing review. Issue evaluation ie-00840 was initiated to investigate the received complaints of irritation/rash developed from the electrodes/cover patches. Hhed-10-2017-001 evaluated the risk to the patient. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported the patient is experiencing pain on the right side while treating with the spinal pak device. The pain started 4 or 5 hours after having the electrodes on for the first time ((B)(6) 2021) and once she removed the 72r electrodes the pain went away within 30 minutes. The pain is on the surface of the pain. The patient rated the pain as a10 on a scale of 1 to 10, with 10 being the highest. The patient has been trying to increase her daily activities. The patient did not speak to her doctor. She plans to speak to the doctor regarding the pain. It was reported that no further information is available. No additional patient consequences have been reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient is experiencing pain on the right side while treating with the spinal pak device. The pain started 4 or 5 hours after having the electrodes on for the first time ((B)(6) 2021) and once she removed the 72r electrodes the pain went away within 30 minutes. The pain is on the surface of the pain. The patient rated the pain as a10 on a scale of 1 to 10, with 10 being the highest. The patient has been trying to increase her daily activities. The patient did not speak to her doctor. She plans to speak to the doctor regarding the pain. It was reported that no further information is available.